Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the top layer of the patient¿s spinal incision site had opened. The site was thoroughly cleaned with an antiseptic solution and the patient was prescribed another week of antibiotic. The physician examined and confirmed that the incision site was healing properly.